Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "lots of illness" and bilateral exchange of textured breast implants due to the patient¿s concern with the product. Additionally, patient reported right side rupture. Patient also reported "tingling/numbness in hands and pain in back"' these events are not device related. Device remains implanted.